Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. It was reported that the patient implanted with this device had been lost to follow up for many years. Technical services discussed interrogation recommendations. It was believed that the device battery was inactive. An invasive procedure was performed and the device was explanted and replaced without complication. To date, no adverse patient effects were reported with this clinical observation.